Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has fiber optic catheter issues where the signal is being lost. The cvor lead, states that the issue is happening with veteran techs and none of the process's have changed. ECG and pressure both affected as best as she can remember. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: d4 (version or model, catalog and unique identifier (UDI)). Additional customer contact phone: (B)(6). A getinge field service engineer had further asked to customer sarah huntley cvor lead, about the given issue and she had stated that the issue is happening with veteran tech and none of the process's have been changed. Actually ECG and pressure both have affected as best she can remember. Then the customer was also asked if the catheters used were kept turning in, then the customer had stated no because they had thrown them away but still start keeping them with a lot number to track if further issues occur. Then the fse had further performed a full pm and was not able to reproduce the issue. The fiber optic test was within specifications. After that the unit had been repaired completely with all functional and safety tests as per manufacturer specifications. The unit was returned to customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has fiber optic catheter issues where the signal is being lost. The cvor lead, states that the issue is happening with veteran techs and none of the process's have changed. ECG and pressure both affected as best as she can remember. There was no patient harm reported.